Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states having an MRI yesterday. Patient states therapy was off during the MRI and when they turned therapy back on, the tingling feeling in the vaginal area has not stopped and is starting to hurt. Agent reviewed considerations to decrease setting or turn therapy off to see if that helps. Patient decreased setting to 1.0 and states feeling better. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient called back and stated they tried decreasing stimulation and changing programs but it did not resolve tingling. Patient stated they turned ins off on saturday and that stopped the painful tingling, but they need ins because they get chronic utis. Patient stated they recently moved and do not have hcp. Patient also mentioned having neuropathy. Email sent to field staff notifying them of reported issue and requesting assistance if possible, patient directed to establish with hcp as well.